Event description:
Solicited: pt reported that her pump started alarming with "no dispos". Pt tried cassette on both pumps and it did the same thing. Lot number for cassette unknown. Pt made new cassette and it ran fine. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have additional cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.

Event description:
Solicited: pt reported that her pump started alarming with "no dispos". Pt tried cassette on both pumps and it did the same thing. Lot number for cassette unknown. Pt made new cassette and it ran fine. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have additional cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.